Event description:
When using bausch and lomb renu moistureloc solution I developed a keratitis. The doctors have advised it may have been bacterial and not fusarium, but I still am concerned that it was caused from the solution. I did not sustain any trauma to the eye, do not sleep in my contacts and had a new pair of contacts in for less than one week when I developed the problem. My eye was swollen, teary, very sore and extremely sensitive to light. I had to take four days off from work as I could not drive. Event abated after use stopped.